Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported fluid leak and fracture. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808060 implantable port experienced fluid leak and fracture. The information was received from a one source. This malfunction does not involve patient as there was no patient contact. A (B)(6) female patient was (B)(6).